Event description:
The customer had an on-going issue with questionable sodium results since the cobas integra 800 clinical chemistry analyzer was installed. She provided results for 12 patients, nine were discrepant. All repeat testing was performed on the same analyzer. Patient 1, initial result 130 mmol/l, repeat result was 140 mmol/l. Patient 2, initial result 133 mmol/l, repeat result was 139 mmol/l. Patient 3, initial result 133 mmol/l, repeat result was 139 mmol/l. Patient 4, initial result 134 mmol/l, repeat result was 140 mmol/l. Patient 5, initial result 134 mmol/l, repeat result was 140 mmol/l. Patient 6, initial result 133 mmol/l, repeat result was 139 mmol/l. Patient 7, initial result 130 mmol/l, repeat result was 136 mmol/l. Patient 8, initial result 134 mmol/l, repeat result was 140 mmol/l. Patient 9, initial result 134 mmol/l, repeat result was 140 mmol/l. The testing was repeated prior to releasing the results. The patients were not affected. The customer monitors the sodium results. Anytime she observes a low sodium result accompanied by a normal chloride result, she repeats the sodium test. The sodium electrode lot number was 21593518. The field service representative determined consumables were the cause of the issue. He replaced the sodium and potassium electrodes which resolved the issue. The field service representative also inspected the ise tubing and sample probes. He ran calibration and quality control which were acceptable.